Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A visual inspection was performed and the device passed, along with all of the electrical testing. Temperature verification test was performed and device passed. The device pneumatic system was tested and all pressures were determined to be correct and stable. During the evaluation, the fluid was transferred outside of the returned instrument testing evaluation (rite) specified limits and the volumetric accuracy test that followed, showed that the device had failed. Pal performed a more detailed inspection of the door assembly. The inspection showed that the piston foam was deteriorated. The results of the evaluation revealed the cause of the failure to be the deteriorated piston foam. The piston foam was scrapped and replaced. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the hc machine failed fluid volume accuracy testing.  The device failed during evaluation with no patient involved. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for analysis and an evaluation is underway. Should additional relevant information become available, a supplemental report will be submitted.